Event description:
It has been reported to philips that the system did not start up successfully. The device was in clinical use at the time of the event. The patient was on the table and had to be moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received during the investigation, the system was in clinical use when the issue occurred, and the procedure was completed on another system. No harm was reported to the patient or user. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision-pc couldn't start up. Review of the log files confirmed the reported issue. The fse found that the internal power supply of the flexvision-pc was faulty. The fse replaced the flexvision-pc and the hard disk which solved the issue. The returned part was analyzed, and the cause of the failure was due to a defective internal power supply and main board. After the replacement of the flexvision-pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.